Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Surgeon removed the hardware, 6 screws, 2 level plate, 6 locking screws and revised the patient to a spacer, plate and four screws. Complaint was updated to reflect additional locking screws added to complaint event, in addition, one screw was not returned for evaluation. This is 7 of 13 reports.

Manufacturer narrative:
This screw was not returned to synthes.

Event description:
Pt was implanted with acdf, c5 - c7 on an unk date. It was discovered the pt had a nonunion and the expansion head screws were not locked into the plate at c7. Pt was returned to the operating room on (B)(6) 2012, surgeon removed the hardware, 6 screws, 2 level plate, and revised the pt to a spacer, plate and four screws. There were no pt complications. This is 7 of 7 reports.